Event description:
Pt reported getting shocked going through store security in 2004. Pt reported feeling numb. A f/u report will be sent if add'l info is rec'd.

Manufacturer narrative:
No report of device explantation.